Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43mg/dl. Reportedly, the pump suggested the wrong amount of carbohydrates for the food bolus, and customer was unable to adjust the units. Customer consumed ginger ale and gu energy getl to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.